Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: review of the graph provided by the account confirmed a few transient elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted a graph contained approximately 11 hours of data from 24aug2019. A few transient elevations in pump power and flow were observed ranging approximately from 7.5-7.7 watts and 9.0-10.5 lpm, respectively. A specific cause for these events could not be conclusively determined through this evaluation. The data showed the pump operating above the low speed limit. The relevant sections of the device history records for (B)(6) (documents 112603, 111859, 110940) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 06mar2012 via customer order s94895. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported. The manufacturer is closing the file on this event.

Event description:
Additional information: it was later reported that the patient was better and that the pump parameters were back in a normal range.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital due to lvad power fluctuations up to 7.7 watts and flow fluctuations up to 10 liters per minute. Log files were analyzed and blood tests were performed. Argatroban therapy was started. No alarms were noted. No further information was provided.